Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted the cannula was damaged at the distal tip. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The broken tip is likely due to force applied during the procedure along with lipid exposure of the distal tip. Although the root cause could not be confirmed, applied medical continuously seeks to improve the form, function and ease of use of its products. Applied medical will monitor its vigilance system and take appropriate action, as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gynaecology: pelvic and paraortical lymphadectomy - "distal part of sleeve broken during lap gyn surgery, part has to be collected from andominal cavity. Similar issue one month earlier; was not reported from hospital because lot number was missing. Pictures attached in ibpm." Patient status - no patient injury.